Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but omsc surmised that the reported phenomenon was not attributed to the subject device as the device was not returned to olympus for service.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic procedure (jejunal rupture repair) with the subject device at the user facility, the endoscopic image of the subject device was disappeared after five minutes use of an unspecified videoscope connected to the subject device. The user facility replaced the videoscope with another videoscope and completed the procedure with an interruption of about ten minutes. There was no report of patient injury associated with this event.